Manufacturer narrative:
The field service engineer requested the clinical support specialist to reproduce the reported issue. The clinical support specialist confirmed that the issue was not reproduced anymore. System is operational. The device history record review was performed by the manufacturer and no anomalies, which are related to the reported issue, were noted in manufacturing or servicing of this equipment. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
(B)(4). The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation procedure with a carto 3 system and unwanted pacing was delivered. When attempting to stimulate one catheter, another catheter was stimulated at the same time. The issue was able to be managed and the case was completed with no patient consequences. Request was made to obtain clarification to this complaint. However, no further information has been made available. Unwanted pacing is MDR reportable as it could potentially cause patient injury.